Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the sram, and checked the voltages of the system. The system was tested and is operating as intended.

Event description:
The customer reported that the generator of the 9600 system would not boot up. No pt injury was reported.